Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir was leaking inside the insulin pump also had air bubbles about the two weeks ago. The customer¿s blood glucose was unknown. The device will be returned for analysis.